Manufacturer narrative:
The following fields have been updated: b1: adverse event/product problem, b2: outcomes attrib to adv event, b5: describe event or problem, d6b: explant date, h6: impact and devic codes. B3: date of event is an approximate since the exact date is unknown.

Event description:
It was reported that the patient with this inflatable penile prosthesis (ipp) experienced problems inflating and deflating the cylinders, causing discomfort. Months later, a surgical procedure was performed, it was found that there was air in the device but no holes were identified. The device was removed and replaced with a new one. There were no additional patient complications reported.

Manufacturer narrative:
B3: date of event is an approximate since the exact date is unknown.

Event description:
It was reported that the patient with this inflatable penile prosthesis (ipp) experienced problems inflating and deflating the cylinders, causing discomfort. There were no additional patient complications reported.